Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient was experiencing pain due to broken leads. It was also stated that the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. Additional information received that the patients current leads are not covering her painful areas.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5111795.

Event description:
It was reported that the patient was experiencing pain due to broken leads. It was also stated that the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced.